Event description:
It was reported that the patient was experiencing difficulty charging the ipg. X-ray revealed that the pocket depth was deeper than 2cm which has connectivity issue with charger. The patient underwent an ipg replacement procedure wherein the new ipg was repositioned to a more superficial location. The patient was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the facility.